Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during surgery, when the intraocular lens (iol) was implanted, a physician noticed a small circular defect (circular bubble) in the lens. Physician tried to removed (the circular bubble) by irrigating and aspirating with irrigation and aspiration (I&a) equipment in same procedure. The lens was removed and replaced with another lens in an initial procedure. Additional information was requested, but no further information is available.